Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10 it was reported that cardiosave intra-aortic balloon pump (iabp) has an issue with alarm intercommunication failure. A getinge field service engineer (fse) dispatched to investigate the issue and found that the cable between the monitor and the unit was not properly plugged in so tightened the cable and test the machine checked according to the attached checklist. The machine can be used normally for hours of power on 20,321 hrs. Hours of operation of the machine 20,127 hrs. Duty cycles 50,079,133 cycles. Safety disk due for next replacement safety disk duty cycle 940,197 cycle compressor scroll due for replacement duty cycle 25,122 hrs tidal volume disk due for replacement duty cycle 55,812,431 cycles battery slot 1 starts battery expires on battery slot 2 starts battery expires on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm intercommunication failure. There was no patient involvement reported.